Event description:
The report froom the affiliate indicated that during a percutaneous coronary intervention (pci) procedure to treat a restenotic lesion, while attempting to treat the restenosis the physician encountered resistance/friction between the cypher 2.5 x 28 mm stent delivery system (sds) and the guiding catheter. After removing the sds the physician noted proximal stent strut uplift. The restenotic lesion was reported to be in the area of stent overlap of two (2) previously implanted cypher stents. The stents were implanted in the mid-distal left anterior descending (lad) coronary artery. The lesion was reported to be a 75% stenosis in the area of overlap and the mid portion of the stent in the distal lad. Ivus was attempted unsuccessfully. The physician then used a buddy-wire technique to cross the target lesion. The lesion was pre-dilated with a 2.5 mm balloon. The physician attempted to deliver a cypher 2.5 x 28 mm stent but it would not exit the guiding catheter due to resistance/friction. The sds was removed and the physician attempted to compress the stent and re-deliver the device to the lesion. Again, the stent would not exit the guiding catheter. The sds was removed again and the proximal stent strut was noted to be uplifted. Another cypher stent (unknown size) was used to successfully treat the pt and complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt. This is one of three products used to treat the same pt. Please reference MFR. Report #9616099-2006-00966, #9616099-2006-00967, and #9616099-2006-00968.